Event description:
It was originally reported that the clinician was not alerted/not aware of a possible patient fall condition. Upon completion of the investigation, it was identified that this issue was the result of user error. It was found that the device had no defect, and the alleged complaint could not be recreated or duplicated. No parts were replaced, and the unit was returned to service. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The model number of the device was provided by the customer. The investigation is complete, section h codes have been updated to reflect investigation results.

Event description:
It was reported that the clinician was not aware of a possible patient fall condition. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The model number and serial number of the device were not provided; attempts are being made to gather additional information from the user facility.